Manufacturer narrative:
Imf (annex f) health impact f11 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the CT scan showed a kink in the catheter. At the patient's visit, the actual reservoir volume (arv) was more than it was supposed to be (exact values unknown). A catheter revision/replacement would be planned soon.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that at the patient's last visit, the actual reservoir volume (arv) was 18,3 ml, and the expected reservoir volume (erv) was 16,1 ml. An operating room date had not yet been set. The manufacturer representative would ask the healthcare professional (hcp) to keep the catheter so it could be returned to the device manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 8731 lot# unknown serial# implanted: (B)(6) 2006, explanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the patient's pump and catheter were explanted.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on (B)(6) 2021 it was reported that the patient had "severe lung issues" and was not fit enough to have surgery. The patient was on oxycodone.

Manufacturer narrative:
Continuation of d10: product ID 8731, lot# unknown, implanted: (B)(6) 2006, product type catheter b5, h6: updated to reflect the information received on 2021-aug-12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8731 lot# unknown serial# implanted: (B)(6) 2006 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (10 mg/ml at 1.297 mg/day) via an implantable infusion pump. It was reported that on (B)(6) 2021, the hcp emptied and refilled a patient's pump. Unexpectedly, more came out of the pump than should have (15 cc instead of the calculated 6.3 cc). The patient told the hcp they had become ill the day after the pump filling appointment in january, including fever (40 c), coughing, and diarrhea. As of (B)(6) 2021, the patient had complaints of coughing and diarrhea. The patient also reported increasing pain in their shoulders, arms, and back. Covid tests were negative. The patient's general physician assumed flu. A lung x-ray was performed on (B)(6) 2021 with no abnormalities. The pump logs were read and there were no events. They had not tried to aspirate the catheter access port (cap) yet. No interventions had been performed yet; the patient received a refill of the pump and they would first see if the pain remained. Surgical intervention did not occur nor was planned. It was unknown if the issue was resolved. The patient status was alive - no injury. Further complications were not reported. Additional information was received. The cause had not been identified. The patient would receive a CT scan the week of (B)(6) 2021 to (B)(6) 2021 and they would check the level of morphine in the pump again.